Event description:
Needle ripped off suture and got stuck in 15 trocar when entering patient's abdomen. Needle was found. I asked scrub tech if this was related to the change to the new trocars and she said yes. I am writing this to help keep track if it happens more frequently.